Manufacturer narrative:
The lead remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this system with right ventricular (rv) lead and implantable pacemaker had an alert triggered for right ventricular (rv) pacing lead impedance out of range. An automatic safety switch from bipolar to unipolar occurred due to pace impedance measurement of 2.013 ohms. Further lead assessment with a programmer was recommended. This lead remains in service and no adverse patient effects were reported.